Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was detached from the insulin pump. Customer's blood glucose was 8.8 mg/dl. Customer reconnected and later found was disconnected again. Customer's blood glucose was 20 mg/dl. Customer reported the detachment was at the quick release. Customer was advised that the infusion sets will be replaced. Customer agreed to return the reservoir for analysis.